Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had auto off exceeded alarm and alarm was not as loud and insulin pump setting was erased. Customer stated that insulin pump clip was completely broken off, backlight was very dim, discoloration on screen, battery last less than a week, rewind was slow and insulin pump rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.